Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. The root cause could not be identified or determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. The manufacturer internal reference number is: 2020-65587.

Event description:
An optometrist reported a patient with infiltrates four days post photo refractive keratectomy (prk). The patient noted hazy vision and light sensitivity in the left eye. Topical steroid dosage was increased. Condition was noted to be improving a day later. At another follow up appointment, antibiotic dosage was increased.